Event description:
It was reported that customer had a keypad anomaly on the insulin pump. Customer stated that when she slides her finger across the act button, it will go to the main menu. Customer stated that she does not even press down on it. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened act button dome switch. Also received with scratched lcd window. (B)(4).